Event description:
A customer's mom called to report a pdm error, while discussing this, she stated that her daughter has been "passing out more frequently now within the last 2 months." For example, she passed out today "5 minutes after treating a meal bolus". "She felt like she was going to vomit, [and] as soon as she made it to the bathroom she passed out on the floor." The customer was taken to her regular pediatric endocrinologist and had blood work done. The daughter had a blood glucose of 125 mg/dl - the mom "didn't think she was low, but it could be a possibility that she was coming down and [they] gave more insulin on top of that." The mother indicated this was not the first time she had passed out following a bolus dose of insulin, but that it has happened several times in the last two months so they were wondering if the pod was delivering too much insulin. The mother also indicated that the customer is going through puberty and her pediatric endocrinologist has been changing some of her settings. "About two months prior to the day of the call, the customer's endocrinologist had made more changes to some settings." The device will not be returned for evaluation.

Manufacturer narrative:
The product was not returned for eval, we are therefore, unable to assess whether the device had any malfunction or mfg defect that would have caused or contributed to the pt's symptoms. We do not know the customer's specific pdm settings (i.e., basal rate, bolus doses) to make any assessment or better understand the amount of insulin going into her body, at what specific times throughout the day, and with how much food and carbohydrates. Omnipod's user guide instructs users to work with their hcp initially to properly input the pdm settings that are unique to each individual, and to work with one's hcp anytime thereafter when changes need to be made. The lot qualifications cannot be reviewed as the lot number was not provided.